Event description:
It was reported via clinical trial patient (B)(6) experience, dysphagia. Relationship to study device: possible.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 24939, and no related nonconformances were identified. Additional information received: (B)(6) university, sex: female, age (at time of consent): 51 years, start date: (B)(6) 2022, alert date: (B)(6) 2023, country of event: us, model: lxmc14, device lot number: 24939, date of surgery: (B)(6) 2022, adverse event term: dysphagia, site awareness date: 24 aug 2023, end date: (B)(6) 2023, severity: moderate, dilation performed: yes, indicate type of dilation? Mechanical, date of dilation: (B)(6) 2023, outcome: recovered/resolved. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. Additional event information. Start date: (B)(6) 2024. Alert date: 14- nov- 2024. Country of event: us. Model: lxmc14. Device lot number: 24939. Date of surgery: (B)(6) 2022. Adverse event term: nausea. Site awareness date: 14 nov 2024. End date: (B)(6) 2024. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank .discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: blank. Intervention/treatment: none: yes. Dilation performed: no. Indicate type of dilation? Blank. Date of dilation: blank. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovered/resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: blank did this event result in the patient¿s discontinuation of the study? No. Email attached. Updated log line: 2. Updated: if the event is marked as being related to the procedure, indicate which procedure the event is related to : blank: index.

Manufacturer narrative:
(B)(4). Date sent: 5/7/2025. Additional information: if event is serious and device related, according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Blank: n/a.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Additional information: inactivated log line: 2 an adverse event has been inactivated. Please review this event as soon as possible. Event details start date: 08 jul 2024 alert date: 12- may- 2025 country of event: us model: lxmc14 device lot number: 24939 date of surgery: (B)(6) 2022 adverse event term: nausea patient details patient identifier: (B)(6) site country name: united states sex: female age (at time of consent): 51 years additional event details site awareness date: 14 nov 2024 end date: 22 jul 2024 severity: mild. Is the adverse event serious? No death: no date of death: blank life-threatening illness or injury: no permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index intervention/treatment: none: yes dilation performed: no indicate type of dilation? Blank date of dilation: blank diagnostic intervention: no diagnostic imaging: no drug therapy: no observation: no linx explant: no other surgical intervention: no other intervention/treatment: no if other specify: blank outcome: recovered/resolved according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No